Event description:
It was reported that the io driver failed while placing the io into a patient's lower extremity tibial tuberosity. During insertion the drill did not have enough battery power to place the io. They were able to use another driver to place an io. They do not know if this caused a delay in treatment. The patient expired.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.